Event description:
It was reported that the insulin pump alarmed an error during the rewind process and that insulin was squirting out. The caller stated that the insulin pump would not get out of the prime rewind loop. The blood glucose reading was 104 mg/dl. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor resistor. No a33 alarm noted. The motor was tested outside of the device and passed. The insulin pump passed displacement test, rewind, basic occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked display window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.